Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer reported that the time clock was not changing. The customer reported that the buttons were unresponsive. The customer reported that the display was not blank. The customer reported that an alarm occurred after inserting a new battery after putting the insulin pump into reset and the buttons were still unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a frozen screen after counting down to number 3 and a constant tone problem isolated to the mother board. Unable to verify for time clock anomaly or the keypad anomaly due to the frozen screen. No damage on the keypad traces noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners and cracked battery tube threads.